Manufacturer narrative:
The investigation codes along with investigation results and any additional information will be provided in a subsequent submission.

Event description:
It was confirmed by the technical heart failure specialist team that the patient's cardiomems waveforms were dampened. There were no adverse consequences to the patient. Additional information was requested.